Event description:
Customer reported getting inaccurate erratic readings from their freestyle meter. Freestyle comparison reagings of 318, 215, 326, 228, 333, and 205 mg/dl were reported by the customer within 10 minute period. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. Testing conducted on fingertips.